Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that tubing disconnected from the bifuse and leaked. The was no report of patient harm.

Manufacturer narrative:
This has been determined to be a duplicate file. Reference manufacturer report number 9616066-2018-00693 for MDR reporting.

Event description:
The customer reported that tubing disconnected from the bifuse and leaked. The was no report of patient harm.